Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on the air/water cylinder and air/water channel. A root cause could not be identified. Based on the results of the investigation, the cause of the image capture issue was traced to a misaligned switch# 1 and a cut switch# 3. A root cause could not be identified. Based on the results of the investigation, the cause of the white residue on the air/water cylinder and air/water channel could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope was not capturing images. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.